Event description:
It was reported that the user experienced an insulin delivery issue in which a meal delivery did not fully go through, consistent with an occlusion and obstruction of flow associated with the connector/coupler while using a teflon inset with 23-inch tubing; the user performed a full supply change prior to calling and reported no bubbles or kinks, after which delivery functioned and blood glucose was not affected. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow localized to the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.